Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown morphine with an unknown dose and concentration and an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was getting too much medication. The patient's healthcare professional upped the dose of medication and the patient had to go to the hospital. It was noted when the medication was upped, the patient got too much medication and was in the hospital for 5 days. Once the patient was out of the hospital, they went back to their hcp and they decreased the medication and the patient had to go back to the hospital because they were going through withdrawals. It was noted as a sudden change in therapy/symptoms. The patient noted that the overdose and withdrawal were resolved. There was no out of box failure and a medical or therapy problem associated with small parts was not reported. The patient mentioned getting an induction cooktop and needed to check on guidelines. Event date was unknown ("about a year ago"). No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-pump ran out of medication, hospitalization.